Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: report from the applied medical japan cd representative via email; attended an abdominal emergency conference and in one of the presentations, a case of portside hernia with a 5mm trocar was presented. There was no information on the product part number. This unit will be not returned. Intervention: reoperation was performed. Patient status: prognosis after reoperation is unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Applied medical has reviewed the details surrounding the event. At this time, the cause of the port site hernia could not be determined and there is no report of a product malfunction based on the provided information. Additionally, applied medical has performed a historical trend analysis and review of production records and no relevant trends were identified.

Event description:
Procedure performed: unknown. Event description: report from the applied medical japan cd representative via email: attended an abdominal emergency conference and in one of the presentations, a case of portside hernia with a 5mm trocar was presented. There was no information on the product part number. This unit will be not returned. Additional information updated per the complaint form on (B)(6) 2025: in this case, the port hole was located in a vulnerable area of the abdominal wall called the spigelior muscle, and the patient was an elderly person with a thin build, which were also considered to be contributing factors. The event unit was 5mm balloon optical trocar but the actual part number was unknown. Intervention: reoperation was performed. Patient status: port site hernia.